Event description:
The customer reported via phone call that they received an alarm with their sensor. The customer was unsure what they had done to their sensor to receive the alarm. It was found during troubleshooting that the customer had a low alarm when their blood glucose was 42 mg/dl. Customer has treated their blood glucose with food. The customer stated they have changed their sensor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.